Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a severely tortuous and severely calcified left anterior descending artery. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon burst. The procedure was completed with a different device with no patient complications reported. The patient was in good condition.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
Device evaluated by MFR.: the device nc emerge mr, ous 2.75mm x 12mm was returned to the complaint investigation site (cis). Visual, tactile and microscopic analysis was performed on the device. A visual and tactile examination identified multiple kinks along the length of the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. Microscopic examination of the balloon material identified a 7mm longitudinal tear. Microscopic examination identified kinking in the inner lumen underneath the balloon material and a bumper tip showed no signs of distal tip damage.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a severely tortuous and severely calcified left anterior descending artery. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon burst. The procedure was completed with a different device with no patient complications reported. The patient was in good condition.